Manufacturer narrative:
(B)(4). Concomitant medical products: 110003629, biolox delta cer lnr 32 mm g, 3359292, the 192113, echo por fmrl lat nc 13 x 145 mm, 893290, the 010000667, g7 pps ltd acet shell 60g, 3441508. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient experienced moderate pain and discomfort and found it difficult to walk. It was also reported that the patient had to use one crutch and could walk around the house only before severe pain occured and found it painful to stand up. The patient reported the pain as a five on a scale of ten. The patient reported moderate pain and discomfort during the one year post-op follow up. The patient also had to use medication stronger than aspirin for the pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, foreign - the event occurred in (B)(6).